Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant sleeve of a 6f¿7f mynx control vascular closure device (vcd) was damaged/cracked and the device could not enter the sheath well. Hemostasis was achieved by holding manual pressure for 20 minutes. There was no reported patient injury. The physician was mynx certified, the device was stored according to the instructions for use (IFU) and did not exceed 25 °c, and no anomalies were noted prior to use. The device was prepped according to the IFU with no difficulty, and it was not purged of air during preparation. A non-cordis 5f introducer sheath was used, with no kinks observed after removal and no damage to the button. The access site was above the femoral head, the vessel diameter was reported to be greater than or equal to 5 mm, and the vessel had moderate tortuosity. The procedure was interventional and performed using a retrograde approach. Femoral artery suitability, including insertion angle, was verified on angiography. There was no vessel tortuosity and no presence of peripheral vascular disease or calcium at the puncture site. The damage was noted during insertion into the sheath. The device was removed from the packaging according to the instructions for use. No excess force was applied during insertion. The device was returned for evaluation revealing that the sealant was partially exposed but still mounted on the unit delivery shaft.